Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system and interface pcb assemblies and the system pcb/interface pcb flex cable assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device would not power on.  The customer attempted to resolve the power issue by replacement of the batteries, but the device was still experiencing the power issue.  The customer indicated that the patient only needed monitoring and was not in need of defibrillation therapy.  The customer was unable to provide any additional detail of the reported event or the patient.  There was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the removed parts in the failure analysis center. The cause of the reported issue was determined to be due to a failure of an integrated circuit chip, designator u6 from the interface pcb assembly. The failure of u6 caused all of the buttons, except the on button, on the device keypad to no longer be functional.